Event description:
During left total knee surgery, a blade the surgeon returned to the facility had a missing tip. X-ray was taken and x-ray showed the location of "blade tip." Surgeon decided not to retrieve the tip.